Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they installed a new sample probe on the cobas 6000 c (501) module - c501 on (B)(6) 2017 due to previous issues with sample errors. The customer stated that they then received questionable results for one patient sample tested for multiple assays on the c501 analyzer. Of the mentioned assays, the sample had an erroneous result reported outside of the laboratory for tp2 total protein gen.2 (tp). The customer stated that some other test values from the sample were flagged, but repeat results for these tests were consistent. The initial tp result was 0.4 g/dl accompanied by a data flag. The sample was automatically repeated by the analyzer, resulting with no value and only a flag indicating that there was a sample clot. The 0.4 g/dl value was reported outside of the laboratory. The value was questioned by the customer on (B)(6) /2017, so the sample was repeated on a different c501 analyzer. The repeat result on (B)(6) 2017 was 7.7 g/dl. The repeat result was believed to be correct and a correction was issued. The patient was not treated based on the erroneous result and was not adversely affected. The tp reagent lot number was 17600601, with an expiration date of 12/31/2017. The field service engineer could not determine a cause. He checked the system performance. Mechanism checks were good, probes were good, the pressure sensor check was good, and the check test was good. Patient comparisons were good and precision checks were good. The customer performed calibration and controls were good. Upon investigation of available information, no reagent or instrument issues caused the event. The root cause is most likely a pre-analytic sample handling issue, especially since more than one test was affected.